Event description:
A patient has called to report the machine alarmed. The treatment was canceled, however, the patient removed the cassette and noticed it was wet inside the cassette door and that there was a hole in the cassette.